Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification, validation activities showing the device met the design requirements, and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst-case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide extends just distal to the aortic arch. A physician reference manual is available to all using physicians, which lists trouble-shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst-case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at a certain location. Location of this etch mark is verified on each device after it is loaded. Changes have been implemented to the loading procedure that will reduce the likelihood of damage to the trigger wire during the loading process. An alternate deployment sequence has been approved for distribution in addition to the product's IFU. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent subsequently releasing tension from the trigger wire allowing it to be removed and was effective on (B)(4), 2009. The mfg records for this device indicate the graft was loaded before the changes were implemented. The subassembly, both trigger wire release mechanisms, and 0.013" trigger wire (distal wire) were returned along with three cd's. The returned trigger wire was cut in two places. It was cut just beyond the trigger wire release mechanism and near then cut into halves of approximate equal length. Both pieces were measured and confirmed to be 0.013". The inner cannula was also cut just distal to the pin vise. The top cap had an indentation where the proximal trigger wire enters the side hole. It was an aggressive indentation, but similar to other related field complaints. At this time, it is unknown why or when the distal trigger wire and inner cannula had been cut. It would be expected the proximal trigger would be cut just beyond the trigger wire release mechanism, as it was in this case, as this is required per the alternative sequence. The root cause of the difficulty encountered is unable to be determined at this time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
During endovascular therapy on (B)(6) 2009, the proximal trigger wire was very difficult to remove. However, it was eventually removed successfully using the new instructions for use (IFU). The procedure was prolonged and the pt subjected to larger than usual x-ray exposure and contrast dose. No adverse effects on the pt.